Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, clogged sinus's, itchy throat and pneumonia. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that left flap is missing, modem side, white deposits in filter inlet, unknown white deposits in blower exit, unknown debris consistent with dust found on inside of bottom of device, unknown white debris consistent with dust found on top of blower andunknown residue on inside of blower box and on the bottom of blower the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on nov 20, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, clogged sinus's, itchy throat and pneumonia. The patient did not report receiving any medical intervention. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, clogged sinus's, itchy throat and pneumonia. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.